Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was repositioned due to right side possible infection. It was noted that the patient had a redness over the ipg site. The patient was doing well postoperatively.